Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster 2.8 x 16 mm covered stent was used as treatment of a large vessel perforation in the right peroneal artery. When the graftmaster stent delivery system would not cross the vascular anatomy, it was removed and damage was noted to the stent. A second device was opened and delivered with complete closure of the perforation and excellent in-line blood flow to the foot. There was no adverse patient effect or clinically significant delay reported. No additional information was provided.